Manufacturer narrative:
The power loss alarms and error 25 were confirmed in the long trace. The power loss alarms after the error 25. Detailed trace analysis confirmed the insulin pump alarmed error 25 then alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump was received with missing retainer ring and reservoir tube o-ring. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error 25. The alarm occurred every four hours. The customer's blood glucose was unknown.